Event description:
It was reported that during a lap lavh procedure the tissue pad came off and a second device had to be used to complete the case. No piece fell into the pt. The second device had a loose tissue pad at the end of the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.